Manufacturer narrative:
Investigation: the release documentation for instrument pn: nat-024 and instrument serial number (B)(4) was reviewed and the instrument met all release criteria. Upon receipt at abbott diagnostics (B)(4), the instrument was inspected and customers reported issue was found to have replicated. The customer's returned instrument was replicated for the smoke issue when tested at abbott diagnostics (B)(4). A root cause of customers complaint is a shorted capacitor from a voltage spike above its rated voltage. Short caused instruments power pack to stop supplying power as an intended safety feature, preventing instrument from turning on.

Event description:
The customer reported smoke coming out from the ID now instrument. The customer reported that when the ID now was power on and client logged on, the client saw smoking coming out from the ID now. Per the customer there was no patient involvement.